Manufacturer narrative:
This report relates to 9680654-2017-00024. The devices involved were reported to be standard zenith fenestrated zfen-p and zfen-d products.

Event description:
The device was previously implanted on the (B)(6) 2014. The patient went to the hospital with abdominal pain. It was discovered that the proximal and distal graft had separated causing endoleak. They had to perform a secondary intervention. 31 october 17 additional information: the doctor believes the graft separation occurred with distal graft migration over time. The aneurysm angles anterior and the graft bows anterior within the aneurysm and caused the grafts to separate. There was only approx 5-10mm of overlap left but it was sitting at an angle so the components weren't sealed. The doctor used a gore tag and landed the device below the renals and down to the bifurcation to overlap both devices. Patient was successfully treated and released.

Manufacturer narrative:
This report relates to 9680654-2017-00024. The devices involved were reported to be standard zenith fenestrated zfen-p and zfen-d products. The complaint device was not returned for evaluation. Medical imaging was provided and reviewed by william cook (B)(4) medical director (md). During evaluation of the images, md requested clarification about the metallic object in the patient¿s abdomen, just anterior to the aorta, as this object is causing scattering artefact on the images. The md also stated that the scattering artefact is just in front of where the graft separation appears to be. The md requested contrast CT images to be able to assess the case, but no images or further information was provided. The lot number of the device was not provided and therefore, a review of device history record cannot be performed. The instructions for use (IFU) supplied with zfen devices was reviewed: §4.1 'general use information' of §4 'warnings and precautions' states "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." §4.1 also states "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." §4.2 'patient selection, treatment and follow-up' states "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration" §5 'adverse events' states "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion). Based on the information present, the definitive root cause of the difficulty reported by the customer is unknown. It is possible that one or a combination of the following factors contributed to the complaint: graft sizing. Graft migration. Patient-related factors.

Event description:
The device was previously implanted on the (B)(6) 2014. The patient went to the hospital with abdominal pain. It was discovered that the proximal and distal graft had separated causing endoleak. They had to perform a secondary intervention. 31 october 17 additional information: the doctor believes the graft separation occurred with distal graft migration over time. The aneurysm angles anterior and the graft bows anterior within the aneurysm and caused the grafts to separate. There was only approx 5-10mm of overlap left but it was sitting at an angle so the components weren't sealed. The doctor used a gore tag and landed the device below the renals and down to the bifurcation to overlap both devices. Patient was successfully treated and released.

Manufacturer narrative:
This report relates to 9680654-2017-00024. The devices involved were reported to be standard zenith fenestrated zfen-p and zfen-d products. This report relates to 9680654-2017-00024. The devices involved were reported to be standard zenith fenestrated zfen-p and zfen-d products.

Event description:
The device was previously implanted on the (B)(6) 2014. The patient went to the hospital with abdominal pain. It was discovered that the proximal and distal graft had separated causing endoleak. They had to perform a secondary intervention.